Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, it can be assumed that the reported event is due to the fall of the patient; however, due to lack of documentation, it cannot be confirmed. Therefore, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, it can be assumed that the reported event is due to the fall of the patient; however, due to lack of documentation, it cannot be confirmed. Therefore, with the available information, a definitive root cause could not be determined. A radiograph was provided and reviewed by a radiologist. Single lateral view of the distal femur and right knee demonstrate a right total knee arthroplasty. Plate and screw fixation device of the distal femur with single cerclage wire. Fractured plate is noted along its mid aspect also with an oblique lucent fracture line in this region. Moderate joint effusion. Plate and screw fixation device does appear to be slightly oblique and positioning on the single lateral film presented. Proximal component is posterior in position. No signs of loosening. Fractured plate is seen. Possible oblique fracture distal femoral diaphysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Ncb locking cap ref 02.02150.300 lot 3149013; ncb locking cap ref 02.02150.300 lot 3132475; ncb locking cap ref 02.02150.300 lot 3132490; ncb locking cap ref 02.02150.300 lot 3068410; ncb locking cap ref 02.02150.300 lot 3149012; ncb locking cap ref 02.02150.300 lot 3064838; ncb locking cap ref 02.02150.300 lot 3108208. Cable-ready cable grip system cerclage cable with crimp 1.8mm ref 2232-04-18 lot 65710394. 5.0 ncb cortical screw 5mm x 30mm ref 02.03150.030 lot unk; 5.0 ncb cortical screw 5mm x 34mm ref 02.03150.034 lot unk; 5.0 ncb cortical screw 5mm x 36mm ref 02.03150.036 lot unk; 5.0 ncb cortical screw 5mm x 40mm ref 02.03150.040 lot unk; 5.0 ncb cortical screw 5mm x 42mm ref 02.03150.042 lot unk; 5.0 ncb cortical screw 5mm x 44mm ref 02.03150.044 lot unk; 5.0 ncb cortical screw 5mm x 50mm ref 02.03150.050 lot unk; 5.0 ncb cortical screw 5mm x 55mm ref 02.03150.055 lot unk; 5.0 ncb cortical screw 5mm x 60mm ref 02.03150.060 lot unk; 5.0 ncb unicortical screw 5mm x 20mm ref 02.03151.020 lot unk. G2. Report source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to breakage of the ncb plate as a result of a fall. No other contributing factors were evident. Diligence is complete and additional information on the reported event is unavailable at this time.